Event description:
The customer stated that one patient sample generated a (B)(6) result for the architect ausab (anti-hbs) assay. The patient was referred from the hematology department and is unvaccinated. The patient was administered globulin preparations two months ago and was (B)(6) for the ausab on (B)(6) and (B)(6) for all other (B)(6). The architect test was not repeated. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. The complaint trending report review showed no adverse trend or non statistical trends. Analytical specificity testing was performed using an in-house reference lot of architect anti-hbs reagent 7c18-25 lot 22285lf00. All validity and acceptance criteria were met. A review of the manufacturing and testing records for architect anti-hbs reagent 7c18-25 lot 22285lf00 was performed and no issues were identified. The customer is directed to the architect anti-bs reagent package insert for trouble-shooting this issue (which is adequately addressed). The package insert also states that quantitative values obtained using alternative assays (i.e. Meia, eia or ria) may not be equivalent and cannot be used interchangeably. The complaint text states that the patient had been treated with globulin preparations two months prior to testing. The package insert states that specimens from heparinized patients may be partially coagulated and erroneous results could occur due to the presence of fibrin. To prevent this phenomenon, draw the specimen prior to heparin therapy. In addition the customer stated they believe the (B)(6) result is a non-specific reaction. Per the architect anti hbs package insert the overall assay specificity is 99.67%, therefore (B)(6) results for discreet samples can occur. Based on the evaluation results, no deficiency or malfunction was identified and the product in question is performing per specifications.

Manufacturer narrative:
This report is being filed on an international product, architect anti-hbs, list number 7c18, that has a similar u.s. Product distributed in the u.s., architect ausab, list number 1l82. (B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.